Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1805004, was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported, the puncture site was sealed ¿perfectly¿ with mynxgrip. However, after a couple hours the sealing burst and did not seal the puncture site anymore. It was treated conservatively.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. Addendum for additional information received: the device was stored as instructed per the labeling. The user was a health care professional who was certified on the use of the mynx. The sheath used was a 6f 11cm non-cordis sheath. The patient was on lovenox and heparin. The femoral artery¿s suitability was verified, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was an arterial vessel whose diameter was verified to be greater than or equal to 5mm in diameter. The patient was treated conservatively and recovered. As reported, the puncture site was sealed ¿perfectly¿ with a 6/7f mynxgrip vascular closure device (vcd). However, after a couple hours, the sealing burst and did not seal the puncture site anymore. The device was stored as instructed per the labeling. The user was a health care professional who was certified on the use of the mynx. The sheath used was a 6f 11cm non-cordis sheath. The patient was on lovenox and heparin. The femoral artery¿s suitability was verified, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was an arterial vessel whose diameter was verified to be greater than or equal to 5mm in diameter. The patient was treated conservatively and recovered. The device was not returned for analysis as it was discarded. A device history record (DHR) review of lot f1805004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Access site bleeding after vascular closure are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Based on the information available for review, patient factors such as mobility (sealing burst after a couple of hours) likely contributed to the hematoma reported. The complaint reported could not be confirmed without return of the device. According to the product instruction for use, which is not intended as a mitigation, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. It is stated that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Based on the device history record review and product analysis, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.